Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green liquid covering the controller screen was confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(6)). The returned controller was connected to a test system monitor/power module and green liquid consistent with fluid ingress was observed to be covering the controller¿s screen; the observed fluid ingress did not prevent information from being displayed or read from the display. Further inspection also revealed fluid ingress underneath the strain relief of the black power cable. The controller was tested in a mock circulatory and no atypical alarms were observed; however, resistance was encountered while pressing the driveline latch release button. The system controller was disassembled to inspect the internal components and green liquid substance consistent with fluid ingress was observed on the circuitry, inside the housing and on the lcd display; fluid ingress was also observed to be covering the driveline latch release mechanism which resulted in the resistance encountered while pressing the button. The cable jacket on both power cables was removed and inspection of the opened cables revealed fluid ingress coating the protective layers of both power cables. The remaining layers of the power cables were then removed and no issues were observed on both power cables. The fluid ingress did not affect the controller's ability to operate the pump at set speed. The log files contained approximately 5.5 days of data ( 16mar2023 ¿ 22mar2023 per the timestamp). The driveline was disconnected on 22mar2023 at 14:42:53 to exchange the system controller. There were no notable alarms active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be fluid ingress; however, the root cause of the fluid ingress on the controller could not be conclusively determined through this analysis. Incidental finding: wire fatigue the device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 30nov2017. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low flow, pump off and low speed advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had a "green screen" with green liquid inside of the display screen. It was noted that their vad numbers were still readable and the green light was still on. It appeared that there was oxidation on the screen. The controller was exchanged in clinic with no issues at 14:35 on (B)(6) 2023 for observed oxidization residue. During the exchange, green oxidation liquid was noted at the driveline connection site as well as inside of the driveline port of the controller. Pump MFR: 2916596-2023-01784.